Manufacturer narrative:
(B)(4).  Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that when the on/off button on their device is pressed and the device lid opens, there are no voice prompts. Without voice prompts, the device would not be able to be used on a patient. There was no report of any patient use associated.

Manufacturer narrative:
A third party service agent evaluated the device and verified the reported issue.  The third party service agent replaced the lid reed switch per technical service update (tsu) 356 and observed proper device operation through functional and performance testing.  The device was then returned to the customer for use. The device was not returned to physio-control for evaluation.